Event description:
Hummi central line blood drawing device with lot# 22228 found to be cracked at the joining of the waste and sample clear portion of the device. This was noticed while performing a central line blood draw on the neonate via uvc and finding air bubbles coming from this crack and filling my blood sample with air. Other devices with same lot number were checked and the majority of that lot found to be cracked. Different lot numbers were inspected and found to not be cracked. Poor product manufacturing.